Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was inquiring about the meaning of active insulin. The customer's blood glucose was 36 mg/dl which was treated with five glucose tablets. The customer stated that they had been experiencing low blood glucose levels a couple times a month. While on the phone the customer rechecked their blood glucose and it had increased to 85 mg/dl. The customer declined troubleshooting and stated the reason for their low blood glucose was miscalculation of carbohydrate. Nothing further was reported.